Event description:
It was reported that the patient experienced increased pain and a loss of efficacy from the spinal cord stimulator (scs) system. It was noted that the patient received an end of battery life message on the remote control. Program optimization was attempted; however, it was unsuccessful as the implantable pulse generator (ipg) was at the end of battery life. Thus, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility and will not be returned.